Event description:
It was reported that a user experienced a low blood glucose event while using an ilet bionic pancreas, with a contemporaneous cgm value of 104 mg/dl and a confirmatory fingerstick of 75 mg/dl, after being awakened by an alarm; the user had recently performed a fill tubing and had disconnected during that procedure, had eaten a meal earlier in the evening with a matching announcement, and had not exercised, changed targets, weight, medications, or time settings. Symptoms included hypoglycemia confirmed by fingerstick. Outcomes included self-management with ingestion of carbohydrates and continued device use without medical intervention or hospitalization. Investigation included technical troubleshooting and user education by support, including direction to enter the fingerstick value to improve cgm accuracy. Investigation of this case revealed no device malfunction or configuration issue and no contributory user action beyond routine use, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.